Event description:
I have used the libre constant glucose sensors for about 2 years. The latest I received were the libre 3+ and I have two significant errors from the 5 I have used. The first were erroneous high readings. When compared to a blood test the libre readings were >30 points higher. If I had trusted those bad readings and took insulin I could have been in serious trouble. The second problem started out high then took wild swings between out-of-range high the 5 minutes later a reading of 50. The high again off the scale. Finally got a sensor error and discontinued the sensor. I feel that this is a new product that is defective and dangerous. None of the previous models of sensors had these problems. I reported it to the manufacturer and their solution is to send me one replacement sensor. They did not seem interested in the problem with their product. If the FDA (food and drug administration) receives other reports they may focus on the problem.